Event description:
At 1350 on 7/10/97 the hewlett-packard monitor alarmed for arterial blood pressure disconnect and blood was backing up the arterial line tubing. The pressure tubing had disconnected. The arterial line had not been correlating prior to the incident. The line had been placed at 11:30 on 7/10/97. The pt had a minimal (approx 10cc) blood loss. The arterial line is now functioning properly with new tubing.